Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was unresponsive and registered inaccurate clicks without user interaction. There was no patient involvement as the customer had not begun insulin therapy with the pump. Reportedly, customer reverted to an alternate pump for insulin therapy.